Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated. The ipg was removed and replaced. No patient complications have been reported as a result of this event.